Event description:
Confirmed that the non-invasive blood pressure (nibp) motor will not turn on when pressing the button on the module or on the screen. Unit wil be shipped for repair.additional notes (timeline):1. Module was received and is being evaluated.2. Module is being shipped back to hospital site via ground-5 working days.3. Module receipt: returned from repair. Work performed on the module includes: non-invasive blood pressure (nibp) motor repair. Module passed functional test. Unit is currently back in service.